Event description:
It was reported that during an emergency procedure for a ruptured aortic aneurysm, the clips would not advance. The patient was placed under cell saver. The surgeon wanted to clip vessels to contain the bleeding, but no clip was delivered by the applier. Therefore, when the surgeon closed the jaws, they cut the vessel. The surgeon threw the clip applier on the floor. It is going to be returned for evaluation, but it may be damaged because of this act. The surgeon used a second clip applier to finish the procedure. The patient was auto transfused of 304 cc of his own blood, collected by the cell saver. The auto transfusion was necessary anyway, even without the incident but the pharmacist believes that the patient would have needed a smaller volume of transfusion. The patient is fine today.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The rep spoke to the pharmacist in an attempt to obtain the following information. The account was unable to provide the additional details, but did confirm the patient is okay. If further details are received at a later date a supplemental medwatch will be sent. Did anything unexpected happen prior to this incident? Did the surgeon check if a clip is fully advanced to the tip of the jaws, prior to firing? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient's pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? Since there was bleeding, is it possible that the patient's health history or anatomy contributed to the difficulties that were encountered? How much blood did the patient lost? Was a transfusion required? Was the patient taking any anticoagulants? If yes, specify prescribed medication. Does patient have a known coagulation disorder? Has the patient taken any steroids? What was the patient's pre-op hemoglobin and hematocrit? What was the patient's post operative hemoglobin and hematocrit? Was there a recent conversion to ees devices in this account or with this surgeon? Which firing did this occur on? Was the patient's post operative care altered as a result of this incident? It was reported the patient was fine following the procedure, is this still the case? Is the patient expected to have a full recovery? Is the surgeon an experienced user of this product?

Manufacturer narrative:
(B)(4). The analysis results found that the device was received with the distal shaft damage; the cartridge cover tabs disengage from the cam tube, and the feed bar driver was bent. There were no clips on the returned device. While attempting to cycle the device, the trigger could not be completely activated due to the firing mechanism was jammed. Upon disassembling the device, the hoop spring and the antibackup lever were found to be out of its intended position, jamming the firing mechanism. It is possible that throwing the device on the floor (as reported on the event description), could have caused damage to the shaft and the internal components of the device. In addition, the remaining clips of the device could have fallen when the cartridge cover disengaged from the cam tube driver. Due to the returned condition of the device, no functional testing could be performed; therefore, the reported event could not be replicated. No conclusion can be reach on why the device failed to advance the clips and feed them into the jaw. The batch record was reviewed and no anomalies were noted during the manufacturing process.